Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower not communicated and devices with download stopped. The field service engineer (fse) found that the unit's computer name did not match the device name, and the windows desktop could not clear on boot. Synchronization attempts continued to fail, so the fse reimaged the hard drive, set the correct time, and successfully completed synchronization to the server. The device was configured for orl tower2, and the fse returned to install the bio ID drivers for the o2 biometric reader. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower displayed that it was connected, but in es healthsight was showing as not communicating and download stopped. The customer attempted to reboot but got stuck on the blue screen and did not load into the es application. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.